Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a procedure, the metal plate on the ambient hipvac 50 ifs electrode came off. The metal piece was completely removed from within the patient and the patient's health status is good. The malfunction was solved with no significant delays using a back up device. No further complications were reported.. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows the wand cable and suction tube have been cut and removed from wand. The portion of the electrode is detached. A functional evaluation could not be conducted due to tubing and wand cable being cut and removed. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found the following statement, "the wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force, which may result in bent or detached electrodes or patient injury." A review of risk management files found that the reported failure was documented appropriately. Since it was reported the malfunction was resolved with no significant delays using a backup device without further complications no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include: hitting the device tip against a hard surface. Using the device as a lever to enlarge surgical site. Mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.